Event description:
A 13 beat (7 second) arrhythmia occurred without a proper alarm responce from the telemetry monitor equipment. No alarm sounded or recorded event. Alarm directory printed to show event not logged.